Manufacturer narrative:
Date of event was on an unreported date in the middle of (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced acute peritoneal infection. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with cephalosporin and other unspecified anti-inflammatory drug (intraperitoneal, doses and frequencies were not reported) for the event. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.